Manufacturer narrative:
Correction: previously reported code should be superseded.

Event description:
New information reported stated that at a post-op check, the right ventricular lead exhibited low impedance and not out of range impedance. The patient was doing well and would continue to be monitored.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited undersensing and out of range impedance measurements. The lead was successfully explanted and replaced. No patient symptoms were reported.